Event description:
Removal of failed interstim bladder stimulator - pt. Stated recent problems controlling her bladder resulting in episodes of incontinence and recurrent utis [urinary tract infections] since 2 weeks ago.